Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen and housing split while the device was hanging from a pocket, resulting in a cracked but usable display and no injuries, consistent with a device bonding failure involving the display; the user reported no alerts or alarms and continued normal function. Symptoms included hyperglycemia. Outcomes included the need for medication intervention. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly, consistent with loss of or failure to bond of a device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.